Manufacturer narrative:
No device malfunction has occurred.

Event description:
It was reported by the customer that they were transporting a patient when they were involved in an accident in which the ambulance struck another vehicle. It was reported that the ambulance was traveling approximately 50 mph when the front end of the ambulance struck the side of the other vehicle that had pulled out in front of the ambulance. It was reported that the cot and fastener remained intact during the accident however the patient received neck trauma as a result of the accident that required additional treatment. This event is being reported due to the patient being injured while on the medical device. The medical device was not reported to have caused or contributed to the patient injury.